Manufacturer narrative:
It was reported that the head section allegedly started to lower on its' own. A stryker field service technician (sfst) was dispatched for investigation. A sfst went to the customer site and visually examined the table and performed cycle tests and a full mechanical evaluation. The sfst was unable to replicate the complaint. There was no injury, surgical delay or adverse consequence reported.

Event description:
It was reported that the head section allegedly started to lower on its' own. There was no injury, surgical delay or adverse consequence reported.